Event description:
Syringe broke apart while covid-19 vaccine was being administered. Needle and hub separated during vaccine administration and vaccinator and patient were sprayed with vaccine. Needle and hub remained in patient's arm despite no longer being attached to syringe. Vaccinator carefully removed needle and hub from patient's arm and disposed of it in sharps container. Syringe type: aiou needle retractable safety syringe with needle 23gx1" lot 20jc2. FDA safety report ID# (B)(4).